Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomed was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to service. The device was not evaluated by or returned to physio-control for an evaluation. The cause of the reported issue could not conclusively be determined.

Event description:
The customer contacted physio-control to report that medical personnel had charged their device, in order to provide a synchronized cardioversion shock to a patient; however after delivering the shock to the patient, the device powered itself off. A backup device was obtained with minimal delay and used to continue providing care to the patient. No further details about the patient or the event were provided.